Event description:
It was reported that the balloon ruptured. During a procedure involving a 10mmx2.25mm wolverine coronary cutting balloon, the balloon ruptured. The device was simply removed and the procedure completed with another of the same device. No patient complications were reported and patients status was good.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied but the balloon could not be inflated due to a shaft leak. The markerbands, tip section and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be exiting from the tip of the device. A visual and microscopic examination identified kinks on the shaft polymer extrusion located on both sides of the distal markerband. For investigation purposes the balloon material was cut away from the device to reveal the shaft. A microscopic examination identified a shaft pinhole located at the site of the kink which is on the proximal side of the distal markerband. This type of damage may have occurred due to excessive force being applied when loading the device on to the guidewire. A visual and tactile examination found the hypotube to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device during use. No issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. During a procedure involving a 10mmx2.25mm wolverine coronary cutting balloon, the balloon ruptured. The device was removed and the procedure completed with another of the same device. No patient complications were reported and patients status was good.